Event description:
It was reported that (3) devices were used during a laparoscopic inguinal hernia repair. It was reported by the rep that the surgeon was using the ems stapler. The surgeon had used 3 different ems devices were used because they kept jamming and the surgeon could not get them to fire. Finally a 4th ems was used to complete the case. There was no consequence to the pt.